Manufacturer narrative:
The catheter was returned and analysis found a break in the catheter, as well as an area of compression on the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 05-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-oct-30 regarding a patient receiving therapy via an implanted infusion pump. It was noted that there was no medication in the pump at the time of the event. Pump logs last updated on (B)(6) 2019 indicated the pump was used to deliver fentanyl (2000.0 mcg/ml at 350.2 mcg/day), morphine (12.9 mg/ml at 2.259 mg/day), and bupivacaine (20.0 mg/ml at 3.502 mg/day). The indications for use included non-malignant pain and complex regional pain syndrome type 1. It was reported that the patient experienced increased pain. A catheter dye study (cds) was performed on an unknown date and failed as the hcp was unable to aspirate. Surgery occurred to repair the catheter that was fractured off at the lamina junction and a new spinal catheter was placed. The issue was considered resolved at the time of report. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The patient's status was alive, no injury and no further complications were reported or anticipated.